Event description:
It was reported that a physician in training used an emboshield device for a procedure in the right post tibial artery. Reportedly, during filter retrieval, the physician experienced difficulty. The physician was using a regular wire instead of a bare wire. A glide catheter was then used to successfully retrieve the filter into the catheter and remove it from the pt. There were no pt effects. No add'l info is available.

Manufacturer narrative:
There was no lot info provided; therefore, it was not possible to perform lot history review in this case.